Event description:
The customer reported a vent inop condition at power on. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.